Event description:
A customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to fractured and burned c76 component on the digital board.

Manufacturer narrative:
(B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The customer will receive warranty replacement device. The customer's device will be sent to the product assessment center (pac) for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.